Manufacturer narrative:
Additional narrative: it was reported that the part was reported in error. The part previously reported was not involved in the complained event. Upon further review of the complaint, it was determined the complaint is not reportable. There is no allegation of a complaint against this device, there is no reported malfunction or adverse event caused or contributed to with this device. Rationale: not likely to result in patient harm or the need for additional medical or surgical intervention, and no history of a previous report of serious injury or death. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: on (B)(6) 2013 the patient underwent mandibular osteoplasty revision and was implanted with a new hardware. A positive outcome was observed; however, on (B)(6) 2014, the patient complained of left mandible pain during local mobility. Imaging test showed signs of infection (osteomyelitis) and plate fracture. There was presence of metal osteosynthesis plate covering full extension of mandible. It was reported the patient had reduced bone density limited to area around metal plate locking screws on left side of the mandible consistent with inflammatory process. The plate was fractured in the left parasymphysis area. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Date of event: unknown. Explant date: unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Report was initially submitted on november 13, 2014 but the FDA site was down. Advised by FDA on november 19, 2014 to resubmit medwatch. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device history review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of locking compression plate superior anterior clavicle plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Device: 3.5mm lcp reconstruction plate 8 holes/112mm; appliance, fixation, nail -- ktt; part number ¿ 245.081. The 510k #: k000684. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.